Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Ten years post-op. Revision of knee components due to tibial migration due to patient fall. This event occurred outside of the us, in (B)(6), and was discovered as part of active surveillance.

Event description:
This is one of two products involved with the reported event and the associated manufacturer report numbers are 1038671-2017-00361.

Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Engineering evaluation noted the revision reported was likely the result of the patient's fall, which likely disrupted the fixation or stability of the tibial tray.

Event description:
10 years post-op. Revision of knee components due to tibial migration due to patient fall. This event occurred outside of the us, in (B)(6), and was discovered as part of active surveillance.